Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to it was not working because of urethral atrophy at the cuff site. Patient and physician elected to have a sling placed. The patient asked to have the aus pump and cuff removed. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The size and location of the previous cuff was correct and there was no malfunction with it. The patient also experienced recurring incontinence.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to it was not working because of urethral atrophy at the cuff site. Patient and physician elected to have a sling placed. The patient asked to have the aus pump and cuff removed. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The size and location of the previous cuff was correct and there was no malfunction with it. The patient also experienced recurring incontinence.

Manufacturer narrative:
Atrophy and urinary incontinence were reported. The ams 800 device was visually and microscopically examined. No leaks were found. The device performed within product specifications. Product analysis could not confirm the atrophy and urinary incontinence. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72404127. Serial number: n/a. Batch/ lot number: 732012010. Model/ catalog description: control pump fgs iz.